Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographs of the device were received. Visual analysis of the photographs identified the device inside identified peel pouch. Due the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Healthcare professional reported a left side rupture and "exchange from textured to smooth [implant] due to the patient's concern with the product." Device has been explanted.